Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via rr and stated that a tampon broke into two pieces while inside of her and a second unrolled and detached from the string; they totally came apart. No injury was reported.